Event description:
No pump was returned. The reported issue of "pump stopped during an active infusion" was unfounded. Per the biomed, the user was stopping the infusion and resetting the volume. No evidence of the pump stopping on its own. The issue cannot be confirmed or refuted. A device history review was conducted and no related manufacturing non-conformance records were found. There were no other incidents in production of this product that would have caused the reported issue. No further actions required.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: ivenix pump was running and infusing precedex and the infusion stopped mid infusion. A preliminary review of the logs identified the following issue: infusion stopped. Unknown if issue stopped an active infusion . Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.